Manufacturer narrative:
Follow-up # 1.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verioiq meter would not power off. The complaint was classified based on the customer service representative (csr) documentation. The reporter claimed that the subject meter would not turn off about 6:00pm on (B)(6) 2015. The patient manages her diabetes with insulin (self-adjuster). She denied making any changes to her usual diabetes management routine as result of the alleged issue, but claimed that she did not test her blood glucose levels. She reported that 4 hours after the start of the issue at about 10:00pm, she developed symptoms of "dizziness" and reported that she "blacked out a few times". She denied receiving any treatment for her symptoms. At the time of troubleshooting, the csr noted that the meter was not being used for the first time and based on the information provided there had been no misuse of the product. The csr educated the reporter on the meter's behavior and auto-shutoff and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of an acute diabetes excursion after the alleged power issue began.